Event description:
It was reported that the reservoir leaked during the night. The blood glucose reading is 88 mg/dl. Customer unsure of the location of the leak. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.